Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the device was found to have dirt in the suction tube. There was no patient involvement. Due diligence is complete as there is no additional information available as indicated on the per.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone (B)(6). Foreign: finland. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.